Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-00857. It was reported that a csf leak occurred during an implant procedure on (B)(6) 2019. In turn, the procedure was aborted due to being unable to place the leads. Patient was instructed to lay down for 45 minutes postoperatively.